Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "there is over-filling in the 2.7ml sodium citrate tube." A closed-evacuated system was used for the draw. They mentioned that this is not a regular occurrence, they mostly see this in the coastal regions.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1photo was provided for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h.10.